Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the shunt senor leaked. *there was a blood loss of 1-2ml. *product was not changed out. *procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 09, 2017. (B)(4). A sample was not returned for evaluation; nor were any pictures provided. A retention sample from the affected part number / lot number combination was obtained and visually inspected, no anomalies found with the part or the packaging. The retention sample was leak tested; passed the leak test and found to function as intended. Without the returned device or any other event related information the actual root cause cannot be determined. It is likely that during the setup of the circuit, the connections made with the shunt sensor were not completely tightened or closed, causing them to leak. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.